Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit inscription was peeled off. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. The reported event illegible printing is confirmed. A visual inspection was performed, and it was observed the printed ring is partially erased. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.